Manufacturer narrative:
The device associated with this report was not returned. Product information required in retrieving the device history records for review and/or searching the complaint database by lot code was not provided. Requests for additional investigational inputs were made in accordance with (B)(4). No information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the device and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Compliant to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: stryker bone cement (change MFR/product as needed). Event: this was used in conjunction with depuy product in this patient.

Event description:
Patient was revised to address painful loosening of the tibial tray at the cement/implant interface. Competitor cement was used at the time of original implantation. Osteolysis and minima poly wear were also reported.

Manufacturer narrative:
The device associated with this report was not returned. The initial reporting stated that no additional investigational inputs are available. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.